Event description:
It was reported by the nurse that the kinked tubing of an unknown set used in conjunction with a spectrum pump caused a fluctuation in the patient¿s blood sugar when a partially occluded line went undetected. The patient was in the intensive care unit undergoing ¿high doses of insulin ("upwards of 25-30 units per hour") when the nurse noted the blood sugars/labs that were not improving. The patient was given subcutaneous insulin and was receiving lactated ringers infusion. The medical team attempted to resolve the issue by ¿troubleshooting the IV patency, IV tubing, insulin medication bag, and IV pump¿. After an unspecified amount of time, one of the nurses identified the ¿insulin line was slightly kinked at the door of the pump¿ and ¿it wasn't kinked enough to stop all the flow or cause an alarm, but it was probably obstructed enough to cause much lower insulin dosing¿. After the kink was resolved, ¿insulin flow was noted to improve considerably and finally blood glucose went down to 170¿. The patient required a short-term bicarb drip and potassium repletion with stabilization of blood sugars. The patient was switched from lactated ringers (lr) to d5lr at 125ml/hour. No further information was available at the time of this report.

Manufacturer narrative:
B3: event date was an unspecified day december 2024. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported kink in the IV tubing at the bottom of the door of the pump without an IV alarm is related to the kinked tubing which is considered a device use error. There is an abundance of information in the spectrum pump operating manual for the user to ensure that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions, and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected occlusions. The device was not returned therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.